Manufacturer narrative:
Per tandem¿s user guide: ¿the cartridge is replaced every 48¿72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ongoing inaccuracy occurred between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer provided a cgm reading of 130 mg/dl and a meter bg reading of 69 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. A second cgm bg reading was provided of 500 mg/dl, however, the meter bg reading was not taken at this time, therefore the inaccuracy level could not be identified. The customer did not address the cgm inaccuracy and an auto-correction bolus was delivered via the control-iq algorithm which resulted in a bg level of 50 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids, received dialysis and blood pressure medication. Additionally, customer was reportedly using the cartridge and insulin beyond labeling. Multiple follow-up attempts to determine when the customer was released from hospital were made by tandem technical support, however the customer did not respond.